Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of cartridge tubing during the fill tubing sequence. A supply change was perform to address the issue. A new cartridge was loaded, air bubbles were observed within the infusion set tubing and cartridge tubing. Customer's blood glucose level was 150 mg/dl. A supply change was performed resolving the issue.